Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e2336 shock. H6 health effect - clinical code - e0704 aspiration/inhalation. H6 health effect - clinical code - e0612 ischemic heart disease.

Event description:
It was reported via maude (mw5182711) that the patient experienced a wearable failure resulting in the patient¿s death which occurred on an unspecified day after sensor insertion (location not specified). Dexcom was initially notified of the patient's death via a maude report on 01/29/2026. Further information was then gathered from the patient's daughter via phone contact on (B)(6) 2026. On (B)(6) 2025, the patient¿s daughter reported the patient was alone when the wearable failed at an unknown time. The patient was wearing an omnipod insulin pump. The patient¿s husband arrived home around 10:00pm. This was approximately 2 hours after the patient had no longer received any cgm values. The patient's daughter also reported there were no readings provided on her follow app due to the patient's wearable failure. The patient was found having a grand mal seizure. The patient¿s husband treated the patient with ¿2 rounds¿ of glucagon and called 911. Emergency medical services (ems) transported the patient to the emergency room (ER) and the patient was admitted to the hospital around 11:00pm. The patient's blood glucose (bg) meter reading upon arrival to the ER was unknown. The patient's sensor was removed approximately three hours after her arrival to the ER while in triage for the intensive care unit (ICU). The patient was placed in a medically induced coma and spent 7 weeks in the ICU. Diagnostic tests done included an eeg, EKG, x-rays, and a "full body scan". Specific medication and treatment provided during this time were unknown. During this time, the patient suffered several complications including a heart attack, aspiration, and shock. The patient ultimately passed away on (B)(6) 2025. No product was provided for investigation. Data has been received and an investigation is in progress. When the cgm data investigation is completed a follow up report will be filed with data investigation results. The allegation and the probable cause cannot be determined at this time. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, data was provided for investigation. Data indicates that on (B)(6) 2025 from 12:22 pm - 4:27 pm the patient's estimated glucose values were in range. At 4:32 pm the egvs rose to 172 mg/dl and the patient received their high alert based on their set high threshold. At 4:52 pm the patient's egv returned into range and stayed in range until 5:57 pm. At 6:02 pm the patient's egv was at 72 mg/dl and the patient received their urgent low soon alert. The patient's egv continued to fall reaching low (less than 40 mg/dl) at 6:17 pm and the patient received their urgent low alert escalating from 10%to 100% volume. From 7:27 pm to 7:42 pm the patient experienced sensor error and at 7:47 - 8:12 pm the patient received the sensor error alert at 10% based on their user settings. At 8:17 pm the sensor error resolves and the patient's egv were still low (less than 40 mg/dl). At 10:07 pm the egvs rose slightly to 43 mg/dl and the user is still receiving their urgent low alert at 100% volume. At 10:08 pm - 10:52 pm the user encounters signal loss, however backfilled egvs indicates that egvs rose from 48 mg/dl to 353 mg/dl. The signal loss was acknowledged at 10:53 pm. A sensor failure occurred at 2:52 am on (B)(6) 2025 due to very low counts aberration. The allegation was undetermined via data. The probable cause could not be determined post investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: type of investigation - additional. H6: investigation findings. H6: investigation conclusion.